Event description:
My mother had a hip replacement in 2006. The manufacturer of the hip is biomet orthopedics inc. (B)(4). Going forward she has experienced severe burning, pain and massive swelling due to the metal on metal hip that is causing swelling of her joints, continually going to orthopedic surgeon to have her hip/groin area aspirated to remove the metal debris/blood collection. She is constant pain, her quality of life has been greatly compromised. The surgeon recently told her after having recent surgery to partially remove a massive tumor that is being caused by the hip that her anatomy is being eaten away from the metal. The biomet metal on metal has been detrimental to my mother. The date of the hip replacement is (B)(6) 2006. FDA safety report ID # (B)(4).